Event description:
Per clinical review: on (B)(6) 2021, the team experienced a situation with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb) whereby they were intermittently receiving an audio alert and an x over the pump icon. It was stated that this occurred with both a larger roller pump and the centrifugal pump. The surgery was completed successfully without a change out and no delay or blood loss. Subsequently, the data log showed a five volts direct current (vdc) supply voltage failure on both pumps.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the fuse to be intact and pass continuity check. The left network interface card (nic) cable assembly was installed into lab use only (luo) testing equipment. Once powered on, a perfusion screen was assigned there was no observation of a red x or any audible alerts. The system ran for 99 hours and there was no observation of intermittent audio alerts or a red x over the pump icon. It was determined that the parts met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the reported issue was confirmed in the logs. The large roller pump showed multiple 5 volt (v) supply voltage test failures on (B)(6) 2021. The small roller pump had a 5v supply voltage test failure on (B)(6) 2021 at 17:31:30 and was cleared at 17:31:31. The centrifugal pump had multiple 5v supply voltage test failures on (B)(6) 2021. The first approach was to replace the 5v fuse going to the left network interface card (nic), since all the pumps connected to that nic had intermittent red x's. The power cable that connects the power manager to the left nic was also replaced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was able to replicate five volt (v) supply voltage test failure messages to the pumps connected to the left side network interface card (nic) and provided technical support with data logs. The manufacturer's technical support specialist was able to confirm the issues through the data logs. The fsr replaced the left nic 10 ampere fuse and the left nic cable assembly. He performed required verification and release testing successfully. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the unit was intermittently giving an auditory alert and displayed an 'x' over two of the pump icons on the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.